Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I just had my surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight abnormal ("weight issue") and experienced inflammation ("inflammation is just as bad if not worse in my feet/ankle"), alopecia ("hair would instantly start growing again"), fatigue ("fatigued all the time"), indifference ("detached from my body and mind") and hot flush ("hot flashes"). Essure was removed. At the time of the report, the medical device removal, weight abnormal, inflammation, alopecia, fatigue, indifference and hot flush outcome was unknown. The reporter considered alopecia, fatigue, hot flush, indifference, inflammation, medical device removal and weight abnormal to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 23-mar-2020: events and reported information added . Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I just had my surgery') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight abnormal ("weight issue") and weight increased ("weighr gain") and experienced inflammation ("inflammation is just as bad if not worse in my feet/ankle"), alopecia ("hair would instantly start growing again"), chronic fatigue ("fatigued all the time"), indifference ("detached from my body and mind"), hot flush ("hot flashes"), sinus tarsi syndrome ("tarsi syndrome") and fatigue ("fatigue"). Essure was removed. At the time of the report, the medical device removal, weight abnormal, inflammation, alopecia, chronic fatigue, indifference and hot flush outcome was unknown. The reporter considered alopecia, chronic fatigue, hot flush, indifference, inflammation, medical device removal, sinus tarsi syndrome, weight abnormal, weight increased and fatigue to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media, sinus tarsi syndrome ,weight gain, fatigue quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media content. Event added-sinus tarsi syndrome ,weight gain, fatigue based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('I just had my surgery') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). Essure was removed. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Concerning the injuries reported in this case, the following one was described in social media: medical device removal. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.